Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 5.0 x 15 mm viatrac plus dilatation catheter a hole was noted in the balloon and leaking fluid was seen. The dilatation catheter was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and scanning electron microscopy (sem) analysis was performed on the returned device. The reported leak and pinhole in the balloon were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to operational context. It is likely that the damage to the balloon occurred during removal of the protective sheath or during handling/preparation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.